Event description:
Boston scientific received information that this patient underwent a procedure due to a device migration. Before the revision the device was interrogated with no issues. During the revision procedure the device went into safety mode. Thus the device was replaced and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory device memory shows three oscillator mismatch faults and leakage on lead faults which resulted in the device entering safety core. The device was taken out of safety core and passed the returned product testing which tests defibrillation, pacing, and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.